Event description:
Revision of right knee arthroplasty reportedly due to failed implant. (B)(4).

Manufacturer narrative:
The contribution of the devices to the reported experience could not be determined as the devices were not available for eval. The device history record review provides assurance the part was accepted with conformance to the product requirements.